Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon put the provisional into the patient and when removing the spacer the bottom half of the provisional broke.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the locking post fractured off of the main persona articular surface provisional (ps tasp) body. Both the main flat condylar portion and locking post were returned but a small piece that joins the two returned parts was missing. It was reported that this piece was not left in the patient and likely lost during processing. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with corrective actions. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. It was reported that the surgical technique was followed. It is considered that the root cause is a previously addressed design issue.